Event description:
It was reported that the subject device had a blinking panel. The issue was found during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel mouth cracked damaged, heavy dust inside unit and a faulty scope socket a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty scope socket and premature or expected erosion of its material by use, deterioration, or change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 3002808148-2025-04557.

Event description:
No additional information provided by the customer.